Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: the reported event of a no external power alarm when connected to a mobile power unit (mpu) was confirmed based on the information recorded in the log file provided for review. (Reference the pc log file complaint (B)(4) patient (B)(6).log). The analysis of the log file revealed several incidents where a no external power alarm was recorded, on 07jul2019, on 11jul2019, on 01aug2019, on 05aug2019, and on 03nov2019. The voltage levels recorded during the events suggested that the events occurred when the system controller was connected to a mpu and the mpu ac power were briefly interrupted. The pump support was not affected and the system was supported by the backup battery (ebb in-use) during the events. The patient reported some power outages in july and august as well as unplugging the device from ac power on 03nov2019 due to the patient¿s son tripped over the power cord. The mobile power unit serial number (B)(6) was not returned for evaluation. Requests were sent to have the product be returned for analysis, however, no product was not returned. To date, the mobile power unit (B)(6) associated with this complaint was unavailable for an evaluation and the complaint file will close accordingly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files captured a no external power events on (B)(6) 2019. This was caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. The patient's family reported that they had some power outages in (B)(6) which resulted in them having to switch to battery. The (B)(6) 2019 event was due to the patient tripped over the power cord and it unplugged from the wall. A new mpu was requested from continuum because the plastic around the black and white power cable connections is loose. No further or additional information was provided.